Manufacturer narrative:
(B)(4). Additional information: the device was returned with the blade scratched and cracked and with horizontal metal scratches. Due to the horizontal metal scratches discovered on the blade which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the titanium tip broke after in use for fifteen minutes. The broken piece was retrieved by forceps. Another like device was used to complete the procedure.